Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient noticed that his inflatable penile prosthesis (ipp) was not performing as expected, it would not fully inflate or deflate shortly after it was implanted. A revision surgery was performed and it was observed that the cylinder and reservoir tubing were tangled; therefore, it was not sitting lower as it was being pulled up by the other tubing. All components were removed and replaced. There were no patient complications.

Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The pump was visually and microscopically examined, leak tested and functionally tested. No anomalies were found with the pump. The reservoir was visually and microscopically examined and leak tested. No anomalies were found with the reservoir. Based on the information available and analysis results, the reported clinical observation was not confirmed through product analysis.

Event description:
It was reported that the patient noticed that his inflatable penile prosthesis (ipp) was not performing as expected, it would not fully inflate or deflate shortly after it was implanted. A revision surgery was performed and it was observed that the cylinder and reservoir tubing were tangled; therefore, it was not sitting lower as it was being pulled up by the other tubing. All components were removed and replaced. There were no patient complications.